Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp in the problem area was not closing properly due to a worn tip sleeve. The plunger clamp in the same area was also defective. All tip clamp sleeves were replaced. The defective plunger clamp was replaced. The k0, k1, k2, k3 and k4 positions were adjusted. The instrument was tested without further problem and returned to service.